Event description:
I had essure procedure immediately following a csection in 2011. Within 2 weeks began heavier bleeding and huge clots. I dismissed these symptoms as being related to birth and essure. Except over the last 8 years the menstrual periods I've experienced are extremely heavy and still large clots lasting at least 9 days. I've been experiencing trouble concentrating. I have no sex drive basically. Just last month I started bleeding heavily, a super plus tampon every hour I was going through. The bleeding came 20 days before my "period" was to start. After now consulting with my dr and tests completed. I will have surgery for hysterectomy. I'm (B)(6). I've never regretted my choice not to have more children. My only regret is getting essure. If I was told before the essure procedure that if there are complication then I'd need a hysterectomy. I never would have agreed. If I had been told of these symptoms I deal with personally because of essure. I never would have agreed to the procedure. It's made my life miserable. FDA safety report ID# (B)(4).